Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because it did not achieved primary stability. Bone graft was executed and the patient presented insufficient bone quality/quantity.